Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue on the printed circuit board and the power management graph was abnormal. No unexpected pump error 25 noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, scratched case, fading serial number label and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Product is being returned and replaced.